Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during boluses. The blood glucose reading was 500 mg/dl. The customer had a back up plan. The insulin pump was not dropped or bumped or exposed to an electromagnetic field.